Manufacturer narrative:
The customer reported that the failure for the instrument being returned occurred during a prostatectomy surgical procedure performed on (B)(6) 2026, on system sk8317. A review of the instrument log for the product associated with this event was performed. Per the logs, prograsp forceps instrument with pn: 471093-14/lot #: k12250605-0332 was last used on (B)(6) 2026, on system sk8317 in a radical prostatectomy (with lymphadenectomy) surgical procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.